Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of no alert on the g6 mobile application was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no alert on the g6 mobile application was reported. Date of issue is an approximation. The patient stated they had an incident where the alarm on their mobile phone woke them up and when they checked their dexcom mobile application, they stated they were severely hypoglycemic. The patient stated they confirmed being hypoglycemic by also taking a finger stick. They indicated that the dexcom had not alerted them. No data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.